Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for no delivery alarm was performed. Customer advised changing out their entire set resolved the issue. Customer was vomiting while troubleshooting. Customer delivered a bolus and realized their blood glucose was very high. Customer advised they were going to drive to the hospital as a result of high blood glucose and vomiting. Customer remained on the line as they drove to the hospital and safely arrived. Customer was advised a serter and replacement infusion set would be sent out.